Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl, 495 mg/dl, 295 mg/dl and 324 mg/dl. Customer stated that it did not seem like it was giving insulin. Customer was at hospital for biopsy. Customer got no delivery and they changed the set. Customer stated that cannula was bent. Customer was offered to troubleshoot for high blood glucose but customer could not troubleshoot at time of call. The insulin pump will not be returned for analysis.